Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, customer encountered error #23008 for universal surgical manipulator (usm) 4. Intuitive surgical, inc. (Isi) technical service engineer (tse) had customer power cycled the system, but issue persisted. Tse advised customer to disable ums 4 to continue with the procedure. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue identified prior to starting the procedure - pre-anesthesia. The system functionality was checked upon powering on the system. The system did initially power on without errors. The surgeon disabled the universal surgical manipulator (usm) 4 due to issue. The procedure was completed with the use of remaining 3 usms.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found that the error went with the usm after usm4 was swapped with usm1. However, the error did not reoccur after usm4 swapped back to its original position.the system was verified and ready to use.